Event description:
The customer reported that the system was not powering up (booting up). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board was replaced. The system was then found to be operating as intended.